Manufacturer narrative:
.

Event description:
Customer reported a light anesthesia case. There was no reported patient injury. Investigation/conclusion: the equipment was checked out by a datex-ohmeda service representative. The following results were noted: the modulus ii failed the low pressure leak test, the modulus ii failed the high pressure leak test, the modulus ii common gas outlet relief valve test failed, the modulus ii failed the o2/n2o proportioner test, low output from the vaporizer was confirmed. The equipment at this facility is serviced by a third party service organization. The customer reported to datex-ohmeda that, prior to the alleged event, the third party service organization was requested to check the machine. The checkout was performed, part for repair were ordered (however not installed), and the equipment remained in service. The equipment has since been repaired by datex-ohmeda and is functioning with manufacturer's specifications. A preoperative checkout, as noted in the modulus ii operation and maintenance manual or the FDA peroperative checkout procedures, would have picked up the conditions noted above.